Event description:
A pump memory error occurred during an update. There was no pump memory alarm. There was no pt therapy or medical problem reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).